Event description:
It was reported that during an ipg replacement procedure (related manufacturer reference number: 1627487-2024-10074), high impedances were identified on one lead. X-ray confirmed the lead had fractured. The patient has effective therapy with the remaining lead. It is unknown which lead caused/contributed to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.